Event description:
Allegedly, the end user was struck and injured by a motor vehicle while operating the motorized wheelchair at a crosswalk.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The police report alleges end user was operating the motorized wheelchair at a crosswalk when she was struck by a motor vehicle that failed to yield the right of way to pedestrian.